Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the handheld "hangs up all the time" after being upgraded to 7.1 software. The handheld and software were returned to manufacturer for analysis. Analysis was performed on the handheld and the cause for the reported issue was an interrupted database migration.